Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, patient was unable to located sensor wire. At the time of the call with dexcom technical support, patient reported no injuries, discomfort, or medical intervention.